Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6000736 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference samples version 11 for the malfunction from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 41 & wi version 39 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with wi version 25 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6000736 was manufactured according to the document version 64 on 19/mar/2023, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
Reference number (B)(4). Event occurred in the united states. On 25-june-2024, it was reported by the patient infusion set tubing was leaking at infusion set site. The infusion set was in use for 12 hours. Patient bg level was found to be 309mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.